Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on (B)(6) 2014 the patient was treated with IV fluids in the emergency room for elevated blood glucose (bg) of 340mg/dl and dehydration. The pump was unavailable for review at the time of initial contact. Customer technical support has made attempts to follow-up with the reporter and complete troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention and the pump could not be ruled out as a cause or

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/20/2014 with the following findings: the black box data and pump histories from the time of the alleged bg excursion were unavailable for review, as they had been overwritten due to continued pump use. The black box data starts on (B)(6) 2014. A review of the current pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.